Manufacturer narrative:
The complainant was unable to provide the suspect lot number, therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, however, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp in 2008, that a gastrostomy device was placed a month prior, that a gastrostomy device was placed on the same day. According to the complainant, during a procedure to replace the gastrostomy device, performed on original date, "something got stuck in the device". The procedure was completed with another gastrostomy button replacement device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".